Manufacturer narrative:
Continuation of d10: product ID 8709sc serial# (B)(6) implanted: (B)(6) 2012 explanted: (B)(6) 2023 product type catheter p roduct ID 8578 serial# (B)(6) implanted:(B)(6) 2016 explanted: (B)(6) 2023 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), ubd: 08-sep-2013, UDI#: (B)(4) ; product ID: 8578, serial/lot #: (B)(6), ubd: 26-may-2018, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. It was reported that post pump replacement in (B)(6) 2023, the patient experienced return of symptoms. In (B)(6) 2023, the patient¿s device system was totally explanted due to a leak in the catheter. There were no known environmental, external, or patient factors that may have led or contributed to the issue. A new device system was implanted in (B)(6) 2024, and the issue was noted to be resolved.